Event description:
It was reported that the patient experienced a device malfunction. The artificial urinary sphincter(aus) device cycled and then deactivated. The device was replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.